Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, there is a hair sealed in the package of a 5f 145-degree 110cm 6 side hole (sh) infiniti diagnostic catheter. There were no reports of patient injury. Two images were provided for review: one displays the product labeling of an infiniti diagnostic catheter, and the other shows the catheter body inside the pouch. A hair-like foreign body is visible within the package, but it is not possible to determine from the images alone whether the sterile barrier has been compromised. The device will be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, there is a hair sealed in the package of a 5f 145-degree 110cm 6 side hole (sh) infiniti diagnostic catheter. There was no reported patient injury. The hair was seen prior to the package being opened. One of the technicians had begun to open it to prevent it from being used but was stopped. The package was slightly open at the top. The box was not available, as the items are typically removed from the box immediately to be hung in the room. Two images were provided for review: one displays the product labeling of an infiniti diagnostic catheter, and the other shows the catheter body inside the pouch. A hair-like foreign body is visible within the package, but it is not possible to determine from the images alone whether the sterile barrier has been compromised. The device was not received for evaluation. Two images related to the reported failure were provided by the customer for event 2025-16169. The first shows the product labeling of the infiniti diagnostic catheter, and the second displays the catheter body inside its pouch. A hair is visible inside the packaging. Based on visual analysis of the images, the presence of the hair inside the packaging was confirmed; however, it could not be conclusively found whether it was present prior to the package being opened. A technician had begun to open the package to prevent its use but was interrupted, leaving uncertainty about the seal status at the time the hair was seen. The images do not provide sufficient evidence to verify whether the sterile barrier was fully intact when the hair was first noted. Due to these limitations, the root cause of the issue could not be definitively found. The complaint was reviewed with the process engineering team, and it was concluded that there is insufficient evidence to confirm whether the condition is related to the infiniti diagnostic catheter¿s manufacturing processes. The reported ¿packaging/pouch/box- foreign material in sterile package- moveable particle¿ could not be substantiated. The device was and packaging was not returned and it cannot be conclusively found if the package was fully sealed when the hair was first noticed. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent of making the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿do not use if package is open or damaged.¿ based on the available information and product analysis, there is no evidence to suggest the event is related to the device design or manufacturing process therefore, no preventative or corrective actions will be taken at this time.